Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering evaluation found a hairline/mechanical tear at the distal end of the tip cover accessory. The tear was approximately 0.16 in length and a hole was found near the tear hole indicating that an arcing event occurred. The instruments and accessories user manual specifically states: general precautions and warnings - inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. Do not use another instrument to clean the tip cover accessory. To prevent damage to the tip cover accessory insulation, always straighten the instrument wrist under endoscopic visualization before removing the instrument through the cannula - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The reporter indicated that the mcs instrument, mcs tip cover accessory, and cannula were inspected prior to use. The mcs tip cover accessory was installed using the installation tool and electrolube was applied to the mcs instrument. The initial reporter was unable to provide additional information regarding the reported event. On (B)(4) 2013, isi contacted the clinical sales representative (csr) for the site and obtained additional information regarding the reported event. The csr indicated that the surgical staff noticed the arcing event during the surgical procedure and alerted the surgeon. The csr indicated that the mcs instrument was removed and the mcs tip cover accessory was replaced. The csr denied that the procedure was recorded.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed arcing from the side of the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument. The surgical staff also indicated that the tip of the mcs tip cover accessory tore. The planned surgical procedure was completed with a replacement mcs tip cover accessory and no patient harm, adverse outcome or injury was reported. There were no missing or fallen pieces reported.